Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient implanted with this neurostimulator was able to feel the stimulation appropriately and got the urge to urinate, but was never able to empty their bladder without cathing. The patient tried reprogramming, with no success, and decided to have the device removed. The device was removed and there were no other patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, tined lead:(B)(4) supplemental record being submitted for the product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "surgical intervention" and "inadequate/inappropriate treatment or diagnostic exposure" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient implanted with this neurostimulator was able to feel the stimulation appropriately and got the urge to urinate, but was never able to empty their bladder without cathing. The patient tried reprogramming, with no success, and decided to have the device removed. The device was removed and there were no other patient complications.